Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - lip [lip haemorrhage]. Cut lip [lip injury]. Toothbrush heads coming off toothbrush while brushing [device breakage]. Case description: consumer called stating the toothbrush heads kept coming off the toothbrush while brushing. No serious injury was reported.